Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, three days post-operatively, the patient presented to the emergency room when they experienced "electric shock-like" chest pain. The right ventricular (rv) lead exhibited no capture and was not sensing. A chest x-ray revealed that the lead had dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.